Manufacturer narrative:
Initial reporter has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval. The device was in use at the time of the event, however, currently, there is no info that suggests that the device caused or contributed to the adverse event. As per direction received from the FDA on 12/09/99;

Event description:
.